Event description:
PICC line was being inserted, and when flushed, the hub and catheter connection came apart. A PICC repair kit was used to attach another hub, so the pt did not have to be stuck a second time. The separation occurred at the time of insertion. A repair kit was used and the PICC line was continued to be used. No adverse effects.